Event description:
Related manufacturer reference number: 2017865-2022-19525.

Manufacturer narrative:
Correction: g3 - date received by manufacturer should have been aug 16, 2022, not dec 1, 2020, as reported in follow-up report number 1.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high pacing impedance and a loss of capture were observed on the right atrial (ra) lead. Abbott technical support was contacted and suspected the electrical anomalies may be due to inadequate connection between the ra lead and the header of the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.